Manufacturer narrative:
Siemens filed initial (B)(6) 2020. Additional information ((B)(6) 2020): a follow up urgent medical device recall (umdr) achc 20-05.b.us was sent to us customers and a follow up urgent field safety notice (ufsn) achc 20-05.b.ous was sent to ous customers in (B)(6) 2020. The umdr and ufsn advise customers of the potential for falsely depressed or elevated results in a small percentage of the atellica ch reaction cuvette segment "19" and above, due to a cuvette defect allowing water bath to contaminate the cuvette. Customers were provided instructions to determine if they have impacted cuvette positions within a cuvette segment. If cuvette segments are identified on their analyzer(s) customers will be asked to contact siemens customer care center to determine additional actions to be taken prior to processing patient samples. Sections d1, d2, d4, g1, g2, and g5 were updated to reflect the corrected information. Sections g7, h6, h9, and h10 were updated to reflect the additional information. MDR 2432235-2020-00139-s1, MDR 2432235-2020-00140-s1, MDR 2432235-2020-00142-s1, MDR 2432235-2020-00143-s1, MDR 2432235-2020-00144-s1, MDR 2432235-2020-00145-s1, MDR 2432235-2020-00146-s1, and MDR 2432235-2020-00147-s1 were filed for the same event.

Manufacturer narrative:
The customer contacted siemens customer care center. A siemens applications specialist (sas) provided phone support to the customer. The customer observed initially several low calcium (ca_2) results which were repeated to accepted results. The customer ran a precision study on ca_2 and the precision was acceptable. The sas reviewed the instrument files provided by the customer and found the falsely low results were all generated in reaction cuvette 0. Additional discordant patient results were discovered with multiple assays. The cuvette segment was inspected and did not appear to be defective. The sas replaced the cuvette segment, ran an autocheck and is performing further troubleshooting activities. Siemens headquarters support center (hsc) is reviewing the data provided by the customer. The cause for the discordant falsely elevated co2_c sample result is unknown. Siemens is investigating the issue. MDR 2432235-2020-00139, MDR 2432235-2020-00140, MDR 2432235-2020-00142, MDR 2432235-2020-00143, MDR 2432235-2020-00144, MDR 2432235-2020-00145, MDR 2432235-2020-00146, and MDR 2432235-2020-00147 were filed for the same event.

Event description:
One discordant, falsely elevated carbon dioxide (co2_c) result was obtained on atellica ch 930 module. The initial result was reported to the physician(s). The sample was repeated using an alternate atellica ch 930 module. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.